Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the distal portion of saphenous vein graft (svg) to first diagonal artery with 90% stenosis, and was 15mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with predilatation and placement of a 3.50mm x 16mm promus element¿ plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to angina and coronary angiography revealed 90% isr of the previously placed study stent in svg to first diagonal artery. The lesion was treated with predilatation and placement of a 3.00mm x 32.0mm promus premier stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).